Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection of the unit, the device met all functional and electrical requirements. The root cause of the incident experience is due to the latching mechanism of the trigger. If the user pulls on the trigger towards one side of the device, the trigger can become misaligned and catch onto internal components within the handle. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, device enhancements are in process which will help prevent the handle trigger from being pulled out of alignment. This document represents our final report.

Event description:
Unknown - "after several use the device the jaw does not open anymore." Patient status - "ok."

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection of the unit, the device met all functional and electrical requirements. The root cause of the incident experience is due to the latching mechanism of the trigger. If the user pulls on the trigger towards one side of the device, the trigger can become misaligned and catch onto internal components within the handle. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented device enhancements which prevent the trigger from being pulled out of alignment. This document represents our final report.